Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors found both sensors failed per specifications; 1 of the 2 sensors failed for low readings and the remaining sensor failed due to no isig readings detected also, unable to perform the insertion complaint due to the complaint is against the insertion device and the customer only returned the sensors.

Event description:
The customer reported via phone call that they received a sensor error and change sensor alarms. Customer inserted a new sensor and had issues during insertion. Customer reported that the needle hub got stuck in the serter and the introducer needle broke off and stayed on the sensor base. The needle hub didn't retract the needle and half of the needle broke and it stayed on the sensor base. Customer removed the entire sensor and the needle was inside the skin. Customer was able to remove the needle with tweezers. Blood glucose value was 169 mg/dl. Customer agreed to get the sensor replaced.